Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to call customer back several times with no answer. Called hospital operator and the nurse who answered in the ICU went to check the issue for them. They have replaced the arctic sun device, and the new one was working fine. They will send this device to biomed who can call for troubleshooting tomorrow. They confirm patient temperature was not responding. Unsure if there were any alerts or alarms.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that they tried to call customer back several times with no answer. Called hospital operator and the nurse who answered in the ICU went to check the issue for them. They have replaced the arctic sun device, and the new one was working fine. Reported issue root cause: the root cause for the reported event could not be determined. Repairs related to the reported issue: they will send this device to biomed who can call for troubleshooting tomorrow. They confirm patient temperature was not responding. Unsure if there were any alerts or alarms. The reported issue was inconclusive. The root cause for the reported event could not be determined. They will send this device to biomed who can call for troubleshooting tomorrow. They confirm patient temperature was not responding. Unsure if there were any alerts or alarms. A DHR review is not required as the serial number is unknown. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to call customer back several times with no answer. Called hospital operator and the nurse who answered in the ICU went to check the issue for them. They have replaced the arctic sun device, and the new one was working fine. They will send this device to biomed who can call for troubleshooting tomorrow. They confirm patient temperature was not responding. Unsure if there were any alerts or alarms.